Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.5/+1.5/077 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault, lens opacity-asc, and vision loss. The cause of the event is reported as device: "size error, ocos calculation." Reportedly, the problem was not resolved with explant.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5-additional information: cataract surgery is planned. Claim# (B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture. Visual inspection found the haptic was broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).